Event description:
It was reported that upon first use, during an fess procedure, the surgeon used the forceps on the sphenoid face and the head of the forceps broke off. The customer indicated that no pieces were lost and there was no patient impact. Follow-up with the sales rep indicates that the head of the instrument that broke off is missing. However, the sales rep was informed that it was not left in the patient and confirmed that there was no patient impact. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that the distal part of the instrument is broken. The fragment was not returned, but was recovered during the operation. It is not a risk for the patient. An observation under microscope did not reveal any welding or material defects. The most probable cause of this breakage is the use of the instrument with excessive constraints on tissue that was too hard. Results: stress problem (B)(4). This device is used for therapeutic purposes.